Event description:
The customer describes a minor burn which occurred during one of two procedures, either an adnoidectomy or a tonsillectomy (not sure which one). The burn was minor and did not require treatment. A small blackened area was visible on the body of the pencil near the electrode.